Manufacturer narrative:
In argus database case ID ((B)(6) ) has been created for this report.

Event description:
We bought a pack of toothbrushes on saturday and we used them on sunday, but my boyfriend had a bristle stuck on his tonsil. He had to go to the doctor in order to remove the bristle [removal of foreign body from throat]. I noticed that its bristles were falling off [device malfunction]. This is a spontaneous report received from a consumer's girlfriend on (B)(6) 2018, regarding her boyfriend who used coltb 360 luminous white and experienced the bristles "falling off", one of which was stuck in his throat and he went to the doctor and the otolaryngologist removed the bristles from his throat. There was no relevant medical history provided. On (B)(6) 2018, consumer started using col tb 360 luminous white for an unknown indication. Consumer's girlfriend stated that her boyfriend have always bought the same toothbrush. Consumer's girlfriend reported that she bought the col tb 360 luminous white on (B)(6) 018 (saturday). On (B)(6) 2018 (sunday), her boyfriend used the col tb 360 luminous white twice and had a situation with one bristle which was stuck in his throat and he went to see the doctor. The otolaryngologist removed the bristles from his throat. Consumer's girlfriend stated that she noticed that the toothbrush bristles were falling off. The consumer stopped using col tb 360 luminous white on (B)(6) 2018 (sunday). Consumer's girlfriend reported that consumer has a little bit sensitivity that region. At the time of this report, the consumer was recovering from the event